Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During drilling of the metaglene screw holes, the metaglene 2.5 drillbit snapped. No metal fragments in patient, no adverse outcome expected for the patient. Drillbit clean broke into two pieces and discarded by the hospital. Issue added 2 minutes to the total case time as a second drillbit was loaded up .

Event description:
The drill bit broke between the attachment of the drillbit and the drill.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.